Event description:
Additional information received noted that the manufacturer's representative was able to reprogram. The ipg and extension were repla ced. At a follow up appointment the patient was doing very well.

Event description:
It was reported there was an impedance issue; readiing >3600 ohms. A shocking or jolting sensation was also noted; the patient noted intermittent shocking. It took up to 12 hours to charge. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead: model # 3998, lot # v012260, implanted: 2006 (B)(6), explanted: unknown. Extension: model # 3708240, lot # nkb004188n, implanted: 2006 (B)(6), explanted: unknown. Programmer: model # 37742, lot # njd042432n. Neuro adaptor: model # 355029, lot # n063030, implanted: 2006 (B)(6), explanted: unknown.